Manufacturer narrative:
(B)(4). The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The ventricular sic was 100 counts in 0.28 days on (B)(4) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. One patient alert for lead failure predictor occurred on (B)(4) 2013.

Event description:
It was reported that that patient received an inappropriate shock. A fracture was suspected as there was oversensing of noise and increased lead impedance on the pace/sense lead. It was also noted that the svc coil had high impedance since the previous device. The physician suspected the patient had twiddler's syndrome as all leads have been pulled back. A explant was planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.